Event description:
It was reported that the catheter was implanted. The chemotherapy began the drugs were given, pain & extravasation occurred.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.